Event description:
It was reported that this pacemaker exhibited low out of range impedance measurements for its associated non boston scientific right atrial (ra) lead. This pacemaker remains in service. No adverse patient effects were reported.